Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had entire image turns green and text, e.g. Patient information and date also disappears when the image turns green. The issue was found during diagnostic cystoscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: due to poor contact of video connector socket, the image was interrupted. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor contact of video connector socket, the image was interrupted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.